Event description:
(B)(4). After 3 years of suffering extreme pelvic pain, constant bloating, chronic fatigue, swelling of my hands and amp; feet, extreme migraines, sharp stabby pains going down my left side, my hair falling out in clumps, constant metallic taste in my mouth, extreme periods that would last for 3 weeks, mood swings and high blood pressure, I had to have a total hysterectomy leaving only my ovaries. This horrible device was provided by my insurance company as a non-surgical way to sterilize.